Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod breaks off during use on lot # 9330674. This is an mds product, risks, hazards and harms are captured under the umbrella of risk management document (B)(4). Investigation summary: customer returned one (1) used 31gx6mm, 0.3ml bd safetyglide insulin syringe from an open blisterpack from lot 9330674. Consumer reported that the plunger broke during use. The returned syringe was examined, and it was observed that the plunger rod was broken. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch# 9330674. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed, on 17 jun 2020, (B)(4) received one (1) used 31gx6mm, 0.3ml bd safetyglide insulin syringe from an open blisterpack from lot 9330674. All samples were decontaminated per (B)(4) prior to being evaluated. Visual inspection of the picture found (1) syringe with a broken thumbpress. The thumbpress is broken off of the plunger rod. As the plunger rod was broke, breakout and sustaining could not be performed. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. (B)(4).

Event description:
It was reported that an unspecified number of syringes 0.3ml 31g tw 6mm bls 400 sg experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no: 328449 batch no: 9330674. Verbatim: spoke to the pharmacist who stated that there are samples available, no adverse events. Date of event is (B)(6) 2020, nobody is hurt, and he doesn't want replacements. I have a broken bd safetyglide insulin syringe from one of our floors. The plunger is broken.